Event description:
Service and repair report states that an end piece sheared off, case with a patient with hard bone may have been damaged. This is report 1 of 3.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned because there was a separation of a component, whereby a pieced sheared off the device. The product was received at service and repair who were unable to repair the device. A warranty replacement was sent to customer. There is no further information available on this event. Additional evaluation: the manufacturing records were reviewed and no complaint related issues were found. If any other information is received this will be reported via supplement.